Manufacturer narrative:
(B)(4).

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer is depuy. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (device).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 04 november 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was dislodged and the cement stayed within the bone and no adherence of the cement to the tibial component. He noted the patella tracked well and was not revised. The surgeon reported no intraoperative complications. The patient was implanted with attune knee system and smartset bone cement x 1. Doi: (B)(6) 2016 dor: (B)(6) 2018 (lt knee).